Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-396a, mmt-332a, mmt-1884. Troubleshooting was performed customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer does not believe the pump was over delivering. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, crack in the middle (enter) keypad button. The pump was received without a battery cap. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test since the vibrator failed to vibrate when it was supposed to. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board, reservoir compartment, outside of the motor sleeve, motor slide. In summary, the customer¿s report of a missing display window cover was confirmed during visual inspection. The broken vibrator is due to the corrosion on the battery board which is where it is located. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.